Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have experienced keypad anomaly. Customer was with healthcare professional for non-diabetes reasons, and was advised by healthcare professional that keypad buttons were sticking. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons function properly. However, moisture damage was found on keypad traces. No sticky buttons noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.